Event description:
It was reported by the patient that the remote monitor was no longer receiving power. It was further noted that they had had "a lot of power outages recently." A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device was no longer able to power up due to an integrated circuit component failure. It was also noted that the monitor was missing one rubber foot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.